Manufacturer narrative:
(B)(4).

Event description:
The customer contacted physio-control to report that their device screen is blank and is periodically resetting. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control was was able to be verified but not able to be duplicate the reported issue. It was determined the cause of the issue was system pcba. Further root cause is unable to be determined. No parts were replaced. The customer declined the option to repair. The device was sent back without repairs and the customer was informed not to use the device.

Event description:
The customer contacted physio-control to report that their device screen is blank and is periodically resetting. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.